Event description:
The technician alleged that the bed had loss of ground. No patient impact.

Manufacturer narrative:
The technician found the ground was lost between where the power cord terminated into the bed and where the circuit board tray connects to the upper frame. The technician removed a lot of paint around the screw holes that attach the circuit board tray to the upper frame and this resolved the issue.